Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use. No apparent malfunction was identified with the implant that would contribute to the reported event. Implant was within specification. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
Per indicated: allergic reaction. The patient came to the clinic due to the missing tooth of right upper 1 in (B)(6) 2022. The implantation was performed after examination. The implant was implanted. There was no adverse reactions after implantation. The patient reflected the redness and swelling around the implant, accompanied with severe pain. The patient came to the clinic for re-examination. The allergy was found. The implant was removed upon the patient¿s request. Pain, abscess. Tooth site # 11.